Event description:
It was reported that patient was seen to have error code 6 on their generator. It was reported that therapy was disabled spontaneously this is an expected event in association with an error code 6. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The device history records were reviewed for the generator and lead. The generator and lead passed final quality and functional specifications prior to release. Based on the part number of the device the likely cause of the fault is known due to internal investigation. No other relevant information has been received to date.

Event description:
It was reported that the generator was replaced. The suspect product has not been received to date. No other relevant information has been received to date.

Event description:
An updated investigation on the reset that occurred in the device was performed. No definite root cause was able to be established despite this additional analysis. Possible causes could include transient sram "soft" errors that could cause a device reset but wouldn't present any long-term issue to the device, transient faults in the oscillator circuitry, an undetermined design flaw within the microcontroller, or a rare firmware issue that has not been able to be identified. Some of these events, such as the sram soft error, would be considered random chance events that are unlikely to reoccur for a particular device while some (such as a microcontroller issue) could potentially lead to additional reboots for a particular device. At the time of investigation closure, of 24 devices considered within scope 3 were known to have had more than one occurrence of the unexpected reset. No other relevant information has been received to date.